Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿there are large cavities, radiolucency and cysts. The implant has migrated proximally at the anterior aspect. Clear loosening and migration. Pe seems to be in place below the tibial component, but that cannot be assessed because it is not visible in the CT scan. The talar component has large cysts, poor bone quality overall, looks migrated to the anterior aspect and the bone condensed. In this case I would assume, that there has been loosening and at least some migration of the talar component as well.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities, cysts and poor bone quality resulted in loosening and migration of both tibial and talar component. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial loosening.